Event description:
During an atrial fibrillation ablation procedure a leak occurred. A leak was noted at the optic sensor port resulting in no signal. A new catheter was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Additional information: one tacticath quartz contact force ablation catheter was received for evaluation. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the device met specifications for electrical testing, temperature testing, and optical signal properties. However, fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle and evidence of corrosion and dried saline was noted within the redel connector, consistent with the reported event. Further testing revealed a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing, consistent with the corrosion and dried saline noted within the redel connector.